Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating when a cadd extension sets was being used for infusing the end user noticed a white residue, the user turned the pump off and disconnected himself from the port access. It was reported the cassette had been primed with a syringe and the end user presented a 5 fu (B)(4) bag coated with the white residue to the clinic. Per reporter the pump reading indicated there was 3.7 ml remaining and the reporter indicated it appeared chemotherapy had leaked from the cassette reservoir. No adverse patient effects were reported. No additional information is available at this time.